Event description:
Afternoon blood glucose (bg) was 344 mg/dl. Nurse waited 15 minutes and bg was 438 mg/dl. Nurse called the ER. Before the pt left for the ER, the bg was 356 mg/dl. Pt was complaining that their heart was beating quickly. A half hour later, the pt arrived at the ER, and their bg was 196 and 200 mg/dl. Pt was diagnosed with a urinary track infection (uti). Pt was given medicine to treat the uti and released from the ER. Pt did not receive any treatment during the incident or at the hosp to treat a high bg. Pt taking 45 mg of actos and 20 mg of glucotrol xl each morning.